Event description:
It was reported that the patient presented for a procedure. Prior to procedure, it was noted that the left ventricular lead exhibited high capture threshold. The lead was explanted and replaced. The patient was stable.